Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, the broach handle fractured while the surgeon was using the mallet. One fractured piece fell into the patient; however, the surgeon was able to retrieve it. Another broach was available to finish the procedure without a delay.

Manufacturer narrative:
This follow-up report is being filed to relay device evaluation, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Visual examination of the instrument shows damage around the screw hole where the handle is supposed to be located (the grip handle was not returned). Based on the examination, it appears that the instrument was misused by impacting the handle, thus fracturing the handle off.